Event description:
It is reported that the pt's knee was revised due to pain and loosening.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Updated information received via revision operative notes. Review of revision operative notes confirms patient underwent a revision right knee arthroplasty due to pain, preoperatively the patient presented with a pain and suggestive loosening of components. The femoral component was reported to be loose and an instrument tip could easily be passed underneath the component along the anterior flange. The femoral component was explanted very easily. Both the patellar and tibial components were also easily explanted and it appeared that the cement had not bound to the components. The package insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Technical evaluation shows surface scratches and dings. Moreover, the fluted mobile stem shows that the device is nicked and gouged, and polished surface could not be evaluated. There is no new information that would change the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.